Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 10 day post-operative exam. A brief description from the surgery center indicated that the patient is complaining of significant photophobia and redness. The visual acuity is 20/20 and there are no signs of dryness of flap issues. The patient¿s comments were that of leaving early from work on the day of the post op exam due to vision issues. Topical steroid dosage was increased to treat the symptoms. The surgery center reported the patient¿s symptoms had improved within a week¿s course of taking lotemax twice a day and had returned once discontinued (d/c) meds. Bcva from (B)(6)2016: right eye pre-op 20/15 -1.25 x -1.00 x 77, left eye pre-op 20/15 -2.00 x -.50 x 67. Bcva from (B)(6)2017. Right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.